Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted there was tissue and blood on the helix. The lead was able to pass through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful because it exhibited high impedance, high thresholds and no capture. It was noted that the patient experienced hypotension during the case. An echocardiogram showed no evidence of a pericardial effusion. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.